Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited low intrinsic amplitudes on the right ventricular (rv) channel. Technical services (ts) reviewed and suspected this to be due to far field oversensing. This device remains in service. No adverse patient effects were reported.